Event description:
It was initially reported that "the guide got bended inside the vein, when was took off, got stocked". Additional information confirmed that the catheter got stuck. No additional information about the circumstances or the patient's vasculature were provided.

Manufacturer narrative:
The product was discarded at the account; therefore, a product evaluation could not be performed. A review of the manufacturing records indicated that the product met specifications upon release. Without additional clinical information or return of the device, it is not possible to determine what factors may have contributed to the event. No actions will be taken at this time.